Manufacturer narrative:
The device has been discarded by the user facility and will not be returned for eval; therefore, a device eval cannot be performed. The relationship between the device and the event is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A review of the complaint database revealed one add'l complaint reported for the same lot (different user, with the same failure mode). The 2007 15-month band ligation prod family complaint trend report, inclusive of all failure modes was reviewed; a negative trend was noted and CAPA activity has been initiated for furter investigation.

Event description:
A speedband super view super 7 ligator was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus of an adult pt (age, gender and weight unk) in 2007. According to the complainant, the physician was unsuccessful with the first attempted band deployment. However, it was reported that the physician was able to successfully complete the procedure with another speedband super view super 7 ligator device. At the conclusion of the procedure, the pt's condition was reported as "fine".